Event description:
It was reported to boston scientific corporation that during a therapeutic stone retrieval procedure using a gemini basket, (patient's age and gender unknown), the basket would not open or close. The physician was able to complete the procedure using another device. The patient's condition was reported as "fine". Upon receipt and evaluation of the device, it was found that one of the basket wires were broken.

Manufacturer narrative:
This device was received and evaluated by the manufacturer. A review of the device history records revealed no anomalies. The device was received disassembled. A visual evaluation revealed that several of the wires were melted and one of the wires was separated near the tip cannula. The damage appears to have been cause from the wires being exposed to a laser. The complaint has been confirmed.